Event description:
A customer in the united states notified biomérieux of the misidentification of staphylococcus schweitzer as staphylococcus aureus when testing the isolate with the vitek® ms instrument (ref. 410895). The customer sent the culture to nearest university, which also identified the isolate as staphylococcus aureus via ms tof (brueker). The isolate was sent for dna sequencing and identified as staphylococcus schweitzer, which is not claimed in the vitek ms knowledge database. The isolate was from a (B)(6) female patient admitted on (B)(6) 2018 for septic shock due to bacteremia and treated with vancomycin and gentamicin until test results were obtained. Patient was treated with cefazolin. Patient discharged/returned to skilled nursing facility on (B)(6) 2018. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a france customer of a misidentification of staphylococcus schweitzeri as staphylococcus aureus. Bruker ms obtained the same result (staphylococcus aureus). The organism identification of staphylococcus schweitzeri was obtained via sequencing. Biomérieux investigation was conducted. The data files from the vitek ms system were evaluated. Calibrator "all peaks" number is heterogeneous. This could be explained by a non-optimal spot preparation for the calibrator strain (culture, spot, different operator). This can be extrapolated to the sample preparation. System was operational during the test done: status as per service documentation "fine tuning was not needed". Regarding the complaint description, the identification is staphylococcus schweitzeri. This strain is not included in the vitek ms knowledge bases v3.0 (in use at the customer site) and v3.2. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "testing of species not found in the database may result in an unidentified result or a misidentification." Sequencing indicates that staphylococcus aureus and staphylococcus schweitzeri are very similar, and may explain the reason that staphylococcus aureus was chosen as a result. The investigation concluded the root cause is that the organism staphylococcus schweitzeri does not exist in the vitek ms knowledge base. The vitek ms system operated within specifications.

Event description:
Misidentification of staphylococcus schweitzeri as staphylococcus aureus.